Event description:
It was reported a filter tilted and perforated the patient's cava wall. On (B)(6) 1997, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2019, the patient underwent a computed tomography (CT) scan, which revealed that the filter implanted had abnormally tilted 13 degrees apex posterior. It also revealed that all of the filter struts had perforated beyond the ivc wall and all the struts extend 2.6 cm, 1.4 cm, 1.7 cm 2.1 cm (directly abuts the anterior cortex of the vertebral body) and 2.2 beyond the ivc lumen. Two of those struts were extending into the duodenum. The patient suffers from shortness of breath and other physical symptoms.

Manufacturer narrative:
B3: date of event: corrected from (B)(6) 2019 to (B)(6) 2009.

Event description:
It was reported a filter tilted and perforated the patient's cava wall. On (B)(6) 1997, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2019, the patient underwent a computed tomography (CT) scan, which revealed that the filter implanted had abnormally tilted 13 degrees apex posterior. It also revealed that all of the filter struts had perforated beyond the ivc wall and all the struts extend 2.6 cm, 1.4 cm, 1.7 cm 2.1 cm (directly abuts the anterior cortex of the vertebral body) and 2.2 beyond the ivc lumen. Two of those struts were extending into the duodenum. The patient suffers from shortness of breath and other physical symptoms. It was further reported that on (B)(6) 2009, the ivc filter was identified with the struts and tip of the filter projecting outside of the ivc.

Event description:
It was reported a filter tilted and perforated the patient's cava wall. On (B)(6) 1997, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2019, the patient underwent a computed tomography (CT) scan, which revealed that the filter implanted had abnormally tilted 13 degrees apex posterior. It also revealed that all of the filter struts had perforated beyond the ivc wall and all the struts extend 2.6 cm, 1.4 cm, 1.7 cm 2.1 cm (directly abuts the anterior cortex of the vertebral body) and 2.2 beyond the ivc lumen. Two of those struts were extending into the duodenum. The patient suffers from shortness of breath and other physical symptoms.